Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The complaint of a missing sensor wire was confirmed. The root cause could not be determined.